Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included gabapentin, ibuprofen and tramadol. In 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("chronic back pain/ back pain"), weight increased ("weight gain") and exostosis ("bone spur"). In 2012, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)") and tooth disorder ("dental problems"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach cramping/ stomach pain"), musculoskeletal pain ("shoulder pain") and neck pain ("neck pain"). The patient was treated with surgery (partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, anxiety, depression, dysmenorrhoea, tooth disorder, weight increased and exostosis outcome was unknown and the dyspareunia, back pain, abdominal pain upper, musculoskeletal pain and neck pain had resolved. The reporter considered abdominal pain upper, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, exostosis, genital haemorrhage, migraine, musculoskeletal pain, neck pain, tooth disorder and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Reporter's information was added. Events added: dental problems, dyspareunia, back pain, weight gain, bone spur, she did not undergo essure confirmation test, stomach cramping, shoulder pain, neck pain. Outcome of events were updated. Concomitant drugs, concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, menopausal syndrome and cervical dysplasia. Concomitant products included gabapentin, ibuprofen and tramadol. In 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("chronic back pain/ back pain") and exostosis ("bone spur") and was found to have weight increased ("weight gain"). In 2012, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)") and tooth disorder ("dental problems"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach cramping/ stomach pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, anxiety, depression, dysmenorrhoea, tooth disorder, weight increased and exostosis outcome was unknown, the dyspareunia, back pain, abdominal pain upper, musculoskeletal pain and neck pain had resolved and the vitamin d deficiency was resolving. The reporter considered abdominal pain upper, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, exostosis, genital haemorrhage, migraine, musculoskeletal pain, neck pain, tooth disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Pathology test - on (B)(6) 2017: fallopian tube, right, removal: specimen consistent with a fallopian tube with partially embedded medical device (original gross impression). Full cross-sections of unremarkable fallopian tube. Focal mucosal erosion . Paratubal cyst. B. Fallopian tube, left, removal: specimen consistent with a fallopian tube and separate metallic medical devices (original gross impression). Full cross-sections of unremarkable fallopian tube. Focal mucosal erosion . Paratubal cyst. Clinical information: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, menopausal syndrome and cervical dysplasia. Concomitant products included gabapentin, ibuprofen and tramadol. In 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("chronic back pain/ back pain") and exostosis ("bone spur") and was found to have weight increased ("weight gain"). In 2012, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)") and tooth disorder ("dental problems"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach cramping/ stomach pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, anxiety, depression, dysmenorrhoea, tooth disorder, weight increased and exostosis outcome was unknown, the dyspareunia, back pain, abdominal pain upper, musculoskeletal pain and neck pain had resolved and the vitamin d deficiency was resolving. The reporter considered abdominal pain upper, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, exostosis, genital haemorrhage, migraine, musculoskeletal pain, neck pain, tooth disorder, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Pathology test - on (B)(6) 2017: fallopian tube, right, removal: specimen consistent with a fallopian tube with partially embedded medical device (original gross impression). Full cross-sections of unremarkable fallopian tube. Focal mucosal erosion. Paratubal cyst. B. Fallopian tube, left, removal: specimen consistent with a fallopian tube and separate metallic medical devices (original gross impression). Full cross-sections of unremarkable fallopian tube. Focal mucosal erosion. Paratubal cyst. Clinical information: pelvic pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: reporter was added, event vitamin d deficiency added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), anxiety ("anxious"), depression ("depressed") and dysmenorrhoea ("extreme debilitating menstrual pain"). The patient was treated with surgery (partial hysterectomy and removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, migraine, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.